Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. During insertion, a leak was observed from the sheath. The sheath was replaced, and the procedure was completed using another faradrive device. No patient complications occurred.